Event description:
Caller indicated the advance intuition meter was giving high readings. Caller stated that she was testing with intuition and that she was getting readings in the 200's she stated she would take insulin and then would start to feel ill. She said that she started testing with old meter and intuition and that she was seeing consistent 200 results from intuition, and 140's from other meter. Controls not used. Replacing product.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.